Manufacturer narrative:
It was initially report by the physician via email to the field clinical specialist (fcs), that approximately 4 months post right transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the patient presents some fatigue, but was '90% better' than before the tpvr procedure. The patient had a new very high-pitched diastolic murmur, and moderate pulmonary insufficiency, although the right ventricle is markedly smaller than prior to valve placement. Per report, the patient is back to being tired going up stairs and is essentially back to the clinical condition prior to valve replacement. Per report, there appears to be para-alterra leakage and/or the valve moved within the alterra prestent. The physician is presuming the next therapeutic step would be to pursue another valve-in-valve. The images were reviewed by another physician at a different facility, and 4d CT showed evidence of significant hypo attenuated leaflet motion (ham) secondary to micro thrombi on the leaflets (halt). It was agreed to proceed with a valve in valve procedure. Additional information was obtained, and the 29mm sapien 3 valve did not migrate as previously suspected, and there was no para-alterra leakage. Based on this additional follow up information, this event is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the physician via email to the field clinical specialist (fcs), approximately 4 months post right transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the patient presents some fatigue, but was '90% better' than before the tpvr procedure. The patient had a new very high-pitched diastolic murmur, and moderate pulmonary insufficiency, although the right ventricle is markedly smaller than prior to valve placement. Per report, the patient is back to being tired going up stairs and is essentially back to the clinical condition prior to valve replacement. Per report, there appears to be para-alterra leakage and/or the valve moved within the alterra prestent. The physician is presuming the next therapeutic step would be to pursue another valve-in-valve. The images were reviewed by another physician at a different facility, and 4d CT showed evidence of significant hypo attenuated leaflet motion (ham) secondary to micro thrombi on the leaflets (halt). It was agreed to proceed with a valve in valve procedure.